Manufacturer narrative:
A ge rep evaluated the system and repaired a 12 volt power supply connector and reformatted the hard drive. The system operates as intended.

Event description:
The customer reported the system displayed a "disk test failed" message. No pt injury was reported.